Manufacturer narrative:
Results: myocardial infarction. Conclusions: myocardial infarction. (B)(4).

Event description:
During the index procedure, the patient had one endeavor sprint drug eluting stent implanted in the lad. Approximately 4 weeks post index procedure, it is reported that the patient had an mi. It is unknown if the mi occured in the target vessel. It was assessed that the event was not related to the study device.